Event description:
It was reported the patient lost (B)(6) two years ago, and stopped using scs system at that time. The patient now had discomfort at the ipg site due to the ipg protruding and causing the area to be sore. The patient met with the physician, and it was reported the patient had not charged the ipg for about 2 years. The physician planned to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.